Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had experienced low blood glucose and insulin pump was over delivering. Customer stated that they experienced low blood glucose level. The customer¿s blood glucose level was 2 mmol/l at the time of incident and was treated with food and juice. Customer had been using insulin pump system within 48 hours of reported low blood glucose event. Customer experienced symptoms such as blurry vision and shaking. The reservoir will not be returned for analysis.